Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu3851 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported: "discovered a triple lumen PICC, 2 port draw back and flush, third lumen grey port flushed but the saline came out the insert site. They d/c¿d the PICC and found a crack in the grey port." No harm to the patient was reported.